Event description:
It was reported that while using the distal stem inserter to implant a restoration modular 167 mm plasma bowed stem, the inserter handle would not disengage from the stem. The surgeon would turn the knob counter clockwise with no success. There was a distinct metal chatter sound that indicated it was not performing properly. The surgeon continued to make an effort to disengage the handle as the noise subsided and the handle spun freely however still engaged to the stem. The surgeon then used a mallet to back slap the handle free from the stem. The surgeon then proceeded with the case with zero impact to the clinical result. Dr (B)(6) is an experienced restoration modular user and he uses the version control distal stem inserter for his hip revisions.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.